Manufacturer narrative:
(B)(4).

Event description:
The patient presented with sepsis, syncope, transient ischemic attack, fever, chronic chf and hypertension. Diuretics were held and dose changes made to anti-hypertensive. Labs, EKG, and an echo were performed. This event was considered resolved on (B)(6) 2016 and the system remains actively implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.